Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, product catalog no, expiry date, corporate lot no, UDI no, manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, patient underwent treatment for abscess, infection, fistulae, adhesions, hernia recurrence and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, adhesion, hernia recurrence and pain as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b2, b3, b4, b5, b7, d.6b (explant date), g3, g6, h2, h6, h10, h11 corrected fields: b3 (date of event), d4 (product catalog no.) (Expiry date) (corporate lot no) (UDI no), h4 (manufacturing date) this supplemental emdr represents the bard/davol ventralight st mesh (device #3). Additional suplemental emdr's were submitted to represents the bard flat mesh (device #1 & #2) and bard/davol mesh ¿ ventralex (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol marlex mesh (bard flat mesh), ventralex and ventralight st on (B)(6) 2006 and/or (B)(6) 2007 and/or (B)(6) 2011 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2007. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: date of implant for ventralight st will be considered as (B)(6) 2011, since the initial legal claim identified the implant dates for two marlex meshes (bard flat mesh) as (B)(6) 2006 and (B)(6) 2007, and a ventralex as (B)(6) 2011. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was dissected from surrounding tissue down to the fascia and found to have two defects. The bridge of fascia was dissected converting it to a single defect. A piece of marlex mesh (bard flat mesh ¿ device #1) was cut to fit the defect and sutured into position.¿ on (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #2). Per operative notes, ¿the hernia sac was dissected free from the surrounding tissue. The hernia sac was inverted. A piece of marlex mesh (bard flat mesh ¿ device #2) was cut to fit the defect and sutured.¿ (note, there was no visualization of previous mesh (device #1)) on (B)(6) 2011 - patient was diagnosed with recurrent hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3) and removal of meshes (device #1 & #2). Per operative notes, ¿adhesions were taken down from the abdominal wall and remove the incarcerated omentum from the portion of hernia sac. The previously placed mesh which was densely adherent omentum to the upper side was removed (device #1). A little corner of the mesh was not incorporated to abdominal wall was also excised (device #2). A piece of ventralight st mesh (device #3) was placed and tacked.¿ on (B)(6) 2011 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #4). Per operative notes, ¿the hernia sac was excised from the midline and disposed. A piece of ventralex mesh (device #4) was placed behind the abdominal wall and secured." (Note, there was no visualization of previous mesh) attorney alleges that the patient had abscess, adhesions, bowel perforations, fistulae, infections, hernia recurrence, pain and emotional injuries thereby underwent mesh removal surgery.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #4). Initial emdrs were submitted previously for the two bard flat meshes (device #1; MDR number - 1213643-2018-00372 on 26-feb-2018 & device #2; MDR number - 1213643-2018-00373 on 26-feb-2018) and the bard/ davol mesh ¿ ventralex (device #3; MDR number - 1213643-2018-00374 on 26-feb-2018). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol marlex mesh (bard flat mesh), ventralex and ventralight st on (B)(6) 2006 and/or (B)(6) 2007 and/or (B)(6) 2011 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2007. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: date of implant for ventralight st will be considered as (B)(6) 2011, since the initial legal claim identified the implant dates for two marlex meshes (bard flat mesh) as (B)(6) 2006 and (B)(6) 2007, and a ventralex as (B)(6) 2011.